Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted in loading a new cartridge following the proper technique and was able to successfully resume insulin therapy, resolving the issue.